Event description:
The patient underwent generator replacement on (B)(6) 2015 due to generator nearing end of service and the explanted product was received (B)(6) 2015. The reported end of service and low battery allegations on the generator were confirmed in the pa lab. The end of service condition was the result of expected battery depletion. Analysis in the pa lab also found the reed switch to be out-of-specification and the cause could not be determined. The reed switch function anomaly does not affect the supply current, so this observed reed switch condition had no adverse impact on battery longevity. No inadequate shipment packaging that might affect the reed switch was reported. Other than the noted failure, there were no other performance or any other type of adverse condition found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Review of the available programming and diagnostic history.